Manufacturer narrative:
The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted in the left eye, the patient was unhappy with the visual results. The patient indicated "felt like vaseline coating was over vision and could not see across the street." The patient also experienced issues with glare and halos. It is noted that the outcome significantly interfered with activities of daily life. Yttrium aluminum garnet (yag) was recommended, but the patient sought a second opinion and was advised that an iol exchange was needed. An explant was performed and a non-johnson & johnson brand iol was implanted as the replacement lens. The explanted device was discarded. The patient is fully recovered. No further information is available.